Manufacturer narrative:
Additional, changed, and/or corrected data: b.3

Event description:
Physician reported, implant damaged. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
E1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported, implant damaged. Device has been explanted and replaced. This relates to the right side.